Event description:
Revision surgery was performed after pt had fallen and suffered a periprosthetic fracture in the left hip. As a result the amistem was removed along with the femoral head and dm liner. X-rays will be available. The explanted material will not be available. MFR #: 3005180920-2015-00127.